Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by direct call from the customer to the emergency support program, that during use of sensation plus 8fr 50cc balloon catheter there was a fiber optic sensor failure, difficulty in obtaining fiber optic arterial pressure waveform, and clotted inner lumen. Balloon catheter was inserted axillary and there was a kink at the insertion site. Customer was instructed to disconnect the fo cable from the cardiosave. A radial arterial line is transduced and utilized for the ap waveform because the inner lumen of the catheter is not patent. After obtaining the ap waveform on the cardiosave therapy monitoring of the pressure indices is restored. No harm to the patient was reported.